Manufacturer narrative:
The central processing unit (cpu) host was received and a visual assessment of the returned sample found no visual nonconformities. The module was installed into a calibrated system, where it booted up with no issues. The power was cycled on and off five times with no issues, and left powered on for 4 hours with no issues. The system was cycled through various surgery modes with no issues. The central processing unit (cpu) host functionally exhibited no issues. The central processing unit (cpu) host testing found the sample to function as intended. Therefore, the root cause of the reported event can be attributed to the internal wear/reliability within the system. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The system was examined and the reported event was confirm and replicate. The central processing unit (cpu) host was replaced to resolve the issue. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the nonconforming cpu host. However, without a sample, component level root cause cannot be determined at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported that the system "hung" during a cataract procedure. The procedure was completed with an alternate system. There was no patient harm. Additional information has been requested.